Event description:
No report of patient harm or injury related to this event. Customer reported that the exam date/time on the printed report is different than the actual exam date/time.

Manufacturer narrative:
Isite pacs is a software product, we are able to evaluate the product. We are able to evaluate the product at the customer site by remote access, as well as evaluate the same product version in-house. The isite pacs software displays clinical reports with the study performed date and time in gmt format, which may not be obvious to the end user, who may expect to see the local time in the report. This may result in displaying a study date and time up to 12 hours forwards or backwards in time, and in some cases may display a shift in date up to one day. Furthermore, if no images are associated to the report, no study performed date/time stamp will be displayed. Field action taken for this issue. (B)(4). While the local exam date/time is displayed in all worklists and on the images, the time when displayed in the clinical report is presented in gmt. 2954704-2009-00009.